Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Pusher wire, introducer sheath and main coil were returned for this complaint. The main coil and pusher wire were not interlocked within introducer sheath. The pusher wire was inspected, and it was kinked. The introducer sheath was inspected, no damages were noticed. The main coil was found kinked and stretched. No more damages were found. Microscopic inspection of the pusher wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected, and it was detached (part did not returned). Microscopic inspection of the main coil was performed and observed that the zap tip was inspected, no damages were noticed. The interlocking arm was inspected, and it was detached (part did not returned). Dimensional inspection of the pusher wire and main coil that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 04oct2021. It was reported that the device was kinked. The target lesion was located in the splenic artery. A 22mm x 60cm pe-f idc interlock was selected for use. During the procedure, it was noted that the tip of the device was kinked and was stuck as it could not be delivered out of the protective sheath. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device investigations revealed that the interlocking arm was detached and not returned.